Event description:
It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal circumflex artery. While the 3.50mm x 20mm promus element plus stent was advanced to the target lesion, it was not noted that the stent came off and proceeded with the inflation of the balloon of the stent delivery system. The stent was removed from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located at the proximal circumflex artery. The lesion was predilated using a 2.0mm x 15mm apex balloon catheter and a 3.5mm x 15mm nc quantum apex balloon catheter. Then the 3.50mm x 20mm promus element plus stent was advanced to the lesion through a 6f non bsc guide catheter and the stent delivery system (sds) balloon was inflated to 12 atms. Angiography post-inflation showed no change in the lesion. When the sds was withdrawn from the patient, the stent was on the shaft of the balloon at the very distal end of the device. The procedure was completed using a 3.5mm x 20mm promus element stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). (B)(4).